Manufacturer narrative:
(B)(4).

Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the clinic's receiver experienced a hardware failure. The nurse did not report any injury or medical intervention.